Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 3 of 4 mdrs filed for the same patient (reference 0001825034-2017-00613, 0001825034-2017-00614, 0001825034-2017-00615, 0001825034-2017-00616).

Event description:
Patient has been indicated for revision due to unknown reason. No additional information provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.